Event description:
Bd nexiva 20 ga IV catheter split, lot#2144087. Manufacturer response for IV catheter, 20g nexiva closed IV catheter system (per site reporter). On site training and observations by rep in follow-up to this complaint. Bd also provided a letter of investigation.